Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4). Ths report was to FDA on (B)(6) 2008. The MFR internal ref number is: (B)(4).

Event description:
A surgeon reported that he found dots on the optic of an intraocular lens (iol). There was no pt contact.